Event description:
A malfunction alarm labeled as malf 6 was reported, but there were no significant events leading up to it. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support to reset the pump, which successfully resolved the issue, and was advised to contact support again if the problem reoccurred. The customer acknowledged and understood the instructions.